Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had a malfunction and displayed an error. A field service engineer performed maintenance on the tower by cleaning and securing the center panel, as well as reattaching the tower latch connections with grease applied to the micro switches. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.